Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device displayed an e8 power interrupt error, and the error message could not be cleared due to a non- functional button. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 power interrupt errors were found in the history list. The soft component of the up button is damaged and restricted handling of the pump is a possile implication. Due to the leaky soft component, liquid entered the pump housing and damaged the functionality of the buttons. This caused the other buttons to not respond and the pump to display an unclearable e8 error message.